Event description:
It was reported that the external pulse generator shut off while the battery was being replaced. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, the upper case was dented, the ring cover and both bail covers were missing, two case screws were missing, the ring and both bails were missing, the keyboard was scratched and the display was out of specification with missing pixel segments. (B)(4).